Event description:
Reporter indicated that pt developed respiratory difficulties after vns implant. The day after vns implant surgery, the patient was reintubated and sent to intensive care unit for two days. The patient was taken off the ventilator after one day in intensive care unit, and was discharged to home two days later. The pt has history of previous surgeries for tracheal stenosis and also has an enlarged tongue. Further follow-up revealed that the patient is doing well. The patient was not intubated during the implant procedure, although attempts were made to intubate unsuccessfully. During implant surgery, the patient's oxygen saturation decreased to 60% at one point and it was reported that dissection was lengthy due to previos tracheal stenosis surgery. The patient was intubated post implant due to snoring and nasal flaring. Pt was placed on a dipravan drip so she `could rest'. After the patient was extubated events had resolved.